Manufacturer narrative:
Pump received with blank display. Problem isolated to interface board. Unable to confirm motor error alarm due to interface board defects. Pump received with corroded motor home switch, cracked reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm during priming. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer was advised that insulin pump would need to be replaced.